Event description:
It was reported that interrogated non-sustained ventricular tachycardia (ns-vt) episodes shows t-wave oversensing (twos) on the right ventricular (rv) lead after paced events. The lead was reprogrammed and the issue was resolved. No patient complications have been reported as a result of this event.